Event description:
During the endoscopic procedure in colon, the physician was unable to advance forceps through pediatric colonoscope. The same problem occurred with the second device. A third of the same device was used to complete the procedure. The pt's condition is reported to be fine. This is device 2 of 2. Refer to associated manufacturer report # 3005099803-2008-04861 for a description of the first event.